Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the complaint device was received and evaluated at service center. The defect reported by the customer has been verified and remedied using the measures listed in the "proof of repair". Unit modified according to guideline of manufacturer. Unit safety test performed acc. To manufacturer's final test procedure with reference accessories/functional test performed. Electrical safety test completed. Hipot test completed. Functional test according to test procedure completed. Resistance value out of specs: hand control set replaced. Short circuit in the motor cable - motor cable replaced. Preventive replacement of o-rings performed according to service manual. As per input check attachment, the keypad assembly isn't responding and the values of the hand-control are out of range. At the time of the investigation, the root cause of the failure mode is undetermined. The original serial number of the current device was sold as spare part, no DHR is available because original serial is manufactured by (B)(4) is unknown. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, the surgeon observed that the micro tornado hp w handcontrol was not recognized by the pump after they were connected together. During in-house engineering evaluation, it was determined that the device had short circuit in the motor cable. It was reported that the surgeon had to use an identical spare device. It was not reported if there was a delay to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.